Event description:
The field service engineer reported a pump that turns itself off. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available.